Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display, unexpected alarming or flashing noted. The battery tube connector plugged in properly to electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen and insulin pump was not working . The blood glucose was unknown at the time of the incident. Customer stated that he went hiking last night and there was moisture under the display screen. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.